Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was in the high 200's mg/dl range. Reportedly, the pump supplies were changed to address the issue, and customer continued to use the pump for insulin therapy.